Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician found that the slitting process was stiffer than usual and did not slit the entire length of the catheter. It was noted that this caused the lead to be displaced. The catheter and slitter were replaced and a new kit was used to successfully implant the same lead. No patient complications have been reported as a result of this event.